Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin for high blood glucose level. Customer stated that the reservoir and battery compartment was damaged. Customer stated that the reservoir was bale to lock in place when inserted in the insulin pump. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.